Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent and abdominal pain in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis manifested by cloudy effluent and abdominal pain coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for the event. At the time of this report, the patient had recovered from the event and the course of antibiotic treatment was completed. Action taken with dianeal therapy was not reported. No additional information is available.